Event description:
Directly after surgery, large lump on right side. Surgeon said it was a product defect. Breasts hard. Immediate loss in stamina, short periods of standing or walking caused swelling and pain in feet and legs. Ten yrs ago suspected ruptured, drs said no problem. In 1990, rptr experienced exhaustion, anxiety and yeast infection. In 1991, totally disabled by chronic fatigue syndrome. Also diagnosed with raynaud's syndrome. In 1992, explanted, both ruptured, in ribbons, scar sac so thick, surgeon had difficulty removing them. Symptoms worsened. Fever, body aches, vertigo, exhaustion, purple feet, totally disabled.